Event description:
A journal article was reviewed which contained information regarding this device. The patient had an exercise treadmill test (ett) and during which the patient's heart rate "abruptly dropped." The ett was stopped. The ett was repeated with wireless telemetry engaged. Interrogation of the device indicated possible ventricular oversensing. The device was reprogrammed and appears to remain in use. Further follow up did not yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "abrupt bradycardia and grouped beating during treadmill testing: a mimic of upper rate behavior." Heart rhythm. July 1 2012;9(7):1165-1167.